Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp). The hp had just turned the hc off, disconnected and discarded the setup. The tsr explained the alarm as an air detect alarm and explained the possible causes. Product surveillance contacted the hp on (B)(4) 2011. Per the caregiver (cg), she was told that the alarm meant there was air in the set. The cg stated they followed up with the nurse regarding the alarm and missed therapy. The hp stated the supplies were discarded and the lot number was not known. The hp resumed therapy the following night on the cycler without any problems. No patient injury or medical intervention was reported.